Event description:
Reportedly, after firing staples, the stapler would not open while on tissue. The stapler was cut off. Tissue that was cut off was on both the specimen and patient side. No further patient injury reported.